Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the distal tip detached inside of the patient. The detached component was discharged from the bile duct into the duodenum when contrast medium was injected as part of the procedure. The fragment was not retrieved, as per the physician it is expected to pass naturally. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as under follow up post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the distal tip detached inside of the patient. The detached component was discharged from the bile duct into the duodenum when contrast medium was injected as part of the procedure. The fragment was not retrieved, as per the physician it is expected to pass naturally. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as under follow up post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the distal tip detached inside of the patient. The detached component was discharged from the bile duct into the duodenum when contrast medium was injected as part of the procedure. The fragment was not retrieved, as per the physician it is expected to pass naturally. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as under follow up post procedure.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax tip had detached, exposing the corewire tip. The presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. The ptfe jacket and outer diameter measurements did not present any anomaly. It is possible that the interaction with other devices and handling of the device may have contributed to the failures. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 13104305.

Manufacturer narrative:
(B)(4) for the reported event of tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.